Event description:
It was reported that the patient passed out during a left ventricular capture test during interrogation. A chest x-ray showed possible dislodgement. The physician did not want to operate on the patient unless necessary. The patient would be monitored to determine if a new left ventricular lead was needed.

Manufacturer narrative:
Na